Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there were 230 instances of foreign matter in tube/gel, 10 damaged tubes, and 5 occurrences of air bubbles in gel with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: dirty tube x203, fm in gel x22, damaged tube x10, dirty caps x2, black spot in gel x3, air bubbles in gel x5.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were 230 instances of foreign matter in tube/gel, 10 damaged tubes, and 5 occurrences of air bubbles in gel with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: dirty tube x203. Fm in gel x22. Damaged tube x10. Dirty caps x2. Black spot in gel x3. Air bubbles in gel x5.